Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy zilver biliary self-expanding metal stent. The introduction system tip became lodged on the ductal end of the deployed stent. The outer sheath of the introduction system was advanced to free the tip from the stent. The introduction system was removed through the endoscope. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
The date of occurrence is between (B)(6) 2008. Evaluation: we could not confirm ths report, because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot, because the lot number was not provided. After a review of the account according and shipping history, the lot number could not be determined. Conclusion: we could not conduct a complete investigation, because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Information provided with the report indicated a biliary dilation was not completed prior to stent deployment. The instructions for use for this device advise the user that assessment must be made to determine the necessity of balloon dilation prior to stent placement. Not performing a biliary dilation could have contributed to this observation. Prior to distribution, all zilver biliary self-expanding metal stents are subjected to a visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time, because this report was unable to be verified. The information provided, indicated a biliary dilation was not performed and this could have contributed to the reported observation. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further corrective action is warranted at this time. Customer quality assurance will continue to monitor for complaint trends.